Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device ECG (electrocardiography) 4-lead was not always registering, with the error message "monitor is unable to recognize the cable". There was no reported patient involvement, therefore no health consequences or impact.